Event description:
Additional information received confirming the patient had an infection at the ipg site. The patient was treated with antibiotics and the infection has since been resolved.

Manufacturer narrative:
D6b - date of explant: (B)(6) 2021 explant date was inadvertently sent on the initial report. It is unknown the exact date that the patient was explanted. (B)(6) 2021 is estimated.

Manufacturer narrative:
The event of system explant due to infection at the ipg site was reported to abbott. Issue resolved. The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's system was explanted due to the patient's incision at the ipg site not completely healing and possible infection.